Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was going through 5 batteries in 8 days. Customer's blood glucose was 10.3 mmol/l. Customer replaced a new battery and the device alarmed power interrupted alarm. Customer was advised to monitor the device. Customer will not be returning the device for analysis.

Manufacturer narrative:
The power management graph showed and the detailed trace analysis confirmed there were no unexpected low battery alarms noted. The backup battery unloaded voltage was not less than 3.7 volts for consecutive 240 minutes and the loaded voltage was not less than 3.5 volts for four consecutive hours. The pump passed the sleep current measurement, self test and displacement tests. No unexpected low battery alarm was noted during testing. The pump had a scratched case and a pillowing keypad overlay.